Event description:
Customer alleges their lens from a storz cystoscope contained in blue healthmark trays processed in our sterrad unit is coming out gray/foggy. They disassembled the lens from the coupler snaps from the light cord and are finding it tinted smoky gray after being processed in sterrad. Discussed their precleaning methods and recommended they contact storz as well. Customer indicated they have not used these scopes on any patients.

Manufacturer narrative:
Conclusion: the reported issue has been documented into asp's complaint system for tracking and trending purposes. As manufacturers introduce new technologies and make materials, manufacturing and repair process changes to their devices, asp does not have the means to provide up-to-date information related to specific brands and models of medical devices that may be processed in the sterrad systems. Asp may work with specific device manufacturers to test for compatibility in the sterrad systems, however, the compatibility data and the decision as to whether the device is compatible in the sterrad systems is ultimately the decision of the device manufacturer. In 2007, a CAPA was initiated and customer letters were sent to all sterrad systems users instructing them to directly contact the device manufacturer regarding material compatibility and functional performance questions of the device with the sterrad systems. A review of the complaint history indicated that no significant trend has been observed. The rate of complaints reported for "damaged devices" has remained consistently below 4 dpmo (defects per million opportunities) since the field action was initiated. Risk assessment was performed for damage to customer device after processing in the sterrad systems. The assed risk was determined to be as low as practical at this time.